Manufacturer narrative:
(B)(4).

Event description:
It was reported that one-day post implant, lead dislodgement was observed. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.